Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2025, the freestyle libre 2 plus continuous glucose monitor (cgm) was showing incorrect values of 10 mmol/l (180 mg/dl) and the fingerstick showed values of 4.3 mmol/l (77.4 mg/dl). The cgm was then showing values of 18 mmol/l (324 mg/dl) and the fingerstick was at 2.2 mmol/l (39.6 mg/dl). The controller switched to automated mode limited / manual mode as the system is designed to. The patient reported she checked her blood glucose (bg) level and found her bg was actually 2 mmol/l (36 mg/dl) and not as high as the cgm had indicated. The patient reported wearing the pod for 37 and 48 hours. The patient experienced symptoms of dizziness, headache and confusion and called the ambulance on (B)(6) 2025. Patient was transported to the emergency room and ate candy to increase the bg levels. The patient was placed under observation for 2 hours. The pod was removed and discarded. No further treatment was provided at the hospital. At the time of the reporting, the patient is feeling okay but has a little headache. Abbott has been notified of the incorrect cgm readings.